Event description:
It was reported that the nurse practitioner's handheld is freezing at the align screen. A hard reset was performed and the handheld went past the align screen, but then would not go past the tutorial screen for the 9am/cut function. A second hard reset was performed and the handheld again froze and this time would not go past the 11am/paste function. A new programming tablet was provided to the nurse practitioner. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.

Event description:
Additional information was received indicating that the site did not receive a new programming tablet and that the handheld was working fine. No device malfunction occurred.